Event description:
Contact reported that the ceramic tip of a mitek electrode broke off inside the joint. Surgeon opened up the shoulder to find it. No patient injury was reported as a result of this situation. If this were to recur and the ceramic fragment not removed at the time of the event it could potentially cause injury.